Event description:
A user facility biomedical technician (bmt) reported after treatment began, the blood pump rotor pin cut into the blood pump tubing and created a blood leak situation during a patient's hemodialysis (hd) treatment. The bmt stated the patient was able to complete treatment on the same machine and no reported harm was noted with the patient, and no reported machine alarm or message was noted. The bmt noticed the rotor issue when the machine was in the back room and the customer was inspecting the device post treatment and stated the white sleeve on one of the rotor pins is loose and is able to come off of the rotor. The bmt requested for a replacement blood pump rotor. Upon follow-up, the bmt stated the blood pump rotor of the machine, a fresenius 2008t machine, was coming off and caused a blood leak to occur. The bmt stated the plastic white tab/tubing guide was loose and was able to come off the rotor. The machine was pulled from service and is pending receipt and replacement of the blood pump rotor. The rotor was the original to the machine. The bmt stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the estimated blood loss was 250cc. Immediately following the event, the patient was re-setup with new supplies on the same machine where the patient was able to complete treatment. Per bmt it was unknown that the blood pump rotor was the issue until after treatment was completed and the machine was pulled from service for investigation. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the blood pump rotor device was returned to the manufacturer for physical evaluation. The rotor was returned with one of the rear sleeves loose and deformed. The deformed sleeve can be easily removed from the pin. There are no discrepancies with the other three guide sleeves. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The defective sleeve remained intact onto the pin and did not dislodge during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the fluid leak event was not confirmed.

Event description:
A user facility biomedical technician (bmt) reported after treatment began, the blood pump rotor pin cut into the blood pump tubing and created a blood leak situation during a patient's hemodialysis (hd) treatment. The bmt stated the patient was able to complete treatment on the same machine and no reported harm was noted with the patient, and no reported machine alarm or message was noted. The bmt noticed the rotor issue when the machine was in the back room and the customer was inspecting the device post treatment and stated the white sleeve on one of the rotor pins is loose and is able to come off of the rotor. The bmt requested for a replacement blood pump rotor. Upon follow-up, the bmt stated the blood pump rotor of the machine, a fresenius 2008t machine, was coming off and caused a blood leak to occur. The bmt stated the plastic white tab/tubing guide was loose and was able to come off the rotor. The machine was pulled from service and is pending receipt and replacement of the blood pump rotor. The rotor was the original to the machine. The bmt stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the estimated blood loss was 250cc. Immediately following the event, the patient was re-setup with new supplies on the same machine where the patient was able to complete treatment. Per bmt it was unknown that the blood pump rotor was the issue until after treatment was completed and the machine was pulled from service for investigation. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.